Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that up until a few weeks prior to (B)(6) 2016, the patient always felt stimulation, but lately he felt stimulation intermittently and experienced a loss or change of therapy. The change in therapy/symptoms was sudden. The patient didn't feel stimulation and stimulation was confirmed to be on. Stimulation was increased from 1.5 volts to 1.8 volts on program 3. After increasing stimulation, he was able to feel it. It was noted that the patient had more urge to go and a stronger urgency sensation.

Event description:
Additional information received from the consumer reported that the patient had an appointment with their health care provider (hcp) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.